Event description:
Caller reported experiencing alarm 2 followed by alarm 26, indicating an occlusion issue. There was no reported adverse impact on the customer's blood glucose level. Technical support instructed the caller on several corrective measures, including disconnecting tubing and delivering boluses to address the occlusion. Despite efforts, the alarms recurred, and a ball of insulin was observed, leading to the decision to replace the pump. The caller's pump was under warranty, and technical support confirmed the shipment of a replacement unit while instructing the caller to use multiple daily injections (mdi) as backup therapy. The customer was also guided on returning the faulty pump with a prepaid label.